Event description:
Perforation at the distal lad, a stent was deployed to resolve the perforation. The vessel size at the perforation site is 2.0-2.5mm. X-sizer was not in the area of the perforation.